Event description:
Patient was brought to the operating room and identified correctly. Excerpts from surgeon's notes: I went ahead and brought the extracorporeal shock wave lithotripter. We had to shock in order to get past the stone. We were then able to pass the wire in. Then we placed the digital flexible ureteroscope all the way to the proximal ureter where the impacted stone was visualized. Per rn circulator report: once the box was opened and the device plugged in, the team proceeded to use the flexible ureteroscope. All of a sudden, it stopped working. The defective device was changed for another one, and the procedure was done without any further incident. No patient harm. Manufacturer response for ureteroscope and accessories, flexible/rigid, ascend¿ single-use flexible ureteroscope (per site reporter) medical field representative informed by o.r. Supervisor.